Manufacturer narrative:
Permobil became aware that a user claimed to have been injured while using a tilite wheelchair. She alleges she fell from the wheelchair and sustained injuries to her head, brain and other parts of her body. The specific nature and extent of the injuries are unknown at this time. There were no details given regarding the cause of falling. The complaint alleges, the user's "wheelchair was in an unreasonably dangerous condition because it was defective in manufacture and/or construction at the time of manufacture, distribution, and/or supply by permobil [...] And was unable to withstand ordinary and foreseeable conditions of use." However, no details were given identifying any specific defect. The complainant did not identify a serial number for the chair in question. However, our records identified a chair for this user. The DHR for the chair was reviewed and the chair passed applicable quality test and configuration requirements. This chair would have been in use for approximately 3 yrs and 5 months at the time of the incident. The claim also states that the chair was serviced by a dealer prior to the incident. The device has not been returned for evaluation. With the limited information available, the manufacturer is unable to confirm a device failure or identify a cause of the failure. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
A user alleges that they fell from their wheelchair and hit their head, recieving injuries to their brain, head and other parts of their body.